Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate than programmed (over infusion) during a blood transfusion (dose, programmed amount and delivery rate unknown). The event occurred in the women's area and was programmed to take three and a half hours, the infusion began at 1:30am and ended at 2:30am, only lasting an hour for delivery. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported over infusion, which was not reproduced. Evaluation observed the device to deliver within specification without any discrepancies. Should additional relevant information become available, a supplemental report will be submitted.